Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at 210 ohms. Technical services (ts) performed engineering analysis on device data and found that the impedance had been intermittently high for the past six months as well as this device was gradually exhibiting high power consumption. Device replacement was recommended along with x-rays. It was noted that this patient had a large body mass index (bmi). No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, the system impedance had risen to 150 ohms. It was noted that this patient had a high body mass index (bmi). This s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was returned to boston scientific and an investigation conducted.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at 210 ohms. Technical services (ts) performed engineering analysis on device data and found that the impedance had been intermittently high for the past six months as well as this device was gradually exhibiting high power consumption. Device replacement was recommended along with x-rays. It was noted that this patient had a large body mass index (bmi). No adverse patient effects were reported. Currently, this electrode remains in service. According to additional information, the system impedance had risen to 150 ohms. It was noted that this patient had a high body mass index (bmi). This s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.